Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome was attempted to be used and showed power "bogging-down." The nurse described a sound reflective of a decrease in pitch and a slowing of speed. The surgeon was not familiar with an electric dermatome, and was not able to begin graft procedure due to "machine didn't have enough strength." He had the operating room staff send out to a satellite facility to obtain a loaner air dermatome, which when received, approx one hour later, a graft was obtained without any problems.